Manufacturer narrative:
The silverhawk was not received for evaluation. No ancillary devices or cine images from the procedure were received. A single photographic image of the device was received. The photographic image shows separation at the distal assembly at the hinge pin, proximal to the cutter window. Due to the clarity and quality of the image it is not possible to determine if the hinge pins remained attached to the distal segment of the distal assembly. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician used a silverhawk device during treatment of a slightly calcified plaque lesion in the left mid-distal superficial femoral artery (sfa). The vessel was described as slightly tortuous. The lesion exhibited 90% stenosis. The device was prepped as per IFU without issue. Following removal of the device and with the thumbswitch in the closed/off position and the cutter was inside of the housing. It was reported that the nosecone of the device appeared to have detached from the shaft and not the guidewire lumen but there is actual separation of the nosecone and shaft of the device. No deformation was reported in the cutter. The lesion was treated with a 5x40 balloon and 6x40 stent. No patient injury reported.